Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The cutting wire was broken. The breaking portion was scorched and melted. The outer diameter of the cutting wire was measured. The result indicated no abnormalities. The length of the coated portion of the cutting wire, and the cutting wire itself presented no abnormalities. There were no missing parts in the subject device. Other abnormalities that could lead to the breakage of the cutting wire were not confirmed. The manufacturing record was reviewed and found no irregularities. Based on the confirmation result and the investigation results in the past, a likely mechanism causing the broken cutting wire might be the following. High frequency current was applied between the cutting wire and the tissue at the point of the contact. As a result, the current density at the contact area increased, and the cutting wire became instantly hot. High frequency current was applied when the cutting wire and the tissue were being close to each other. As a result, an electrical discharge occurred, and the cutting wire became instantly hot. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the health professional that during an endoscopic sphincterotomy (est) using the subject device, the knife wire was broken off during activation. The intended procedure was completed with another device. There was no patient injury reported. The device was used in combination with another company's electrosurgical unit and tjf-q290v.